Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d2b: additional device product codes: hwc. H3, h4, h6: photo investigation: the product was not returned to depuy synthes, however photos were provided for review. The photographs attached were reviewed, however they do not represent the reported complaint. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the photographs provided are not representative of the reported complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Physical device investigation: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found nothing indicative of a device nonconformance. It is not possible to confirm the reported issue due to the inability to replicate the condition of the event. Without formal replication, we cannot substantiate the occurrence as described. Surgical technique was reviewed and the following relevant statement was found at page 23: precaution: do not exert force on the aiming arm, protection sleeve, drill sleeves and drill bits. These forces may prevent accurate targeting through the locking holes and damage the drill bits. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional evaluation was performed with mating device and met specifications. The overall complaint was not confirmed as the observed condition of the insertion handle radiolucent would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part number: 03.233.005-us. Lot number: 169p187. Manufacturing site: hägendorf. Release to warehouse date: 04-aug-2021. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, while attempting to drill the distal transverse hole, the drill bit would not pass through the hole and hit the nail. There was a surgical delay of four minutes. It was reported that this happened multiple times on the same day with the same instruments. No further information is available. This report involves one insertion handle radiolucent. This is report 2 of 2 for (B)(4).